Manufacturer narrative:
One device was returned for repair with complaint of downstream occlusion (dso) failure. This device has not been in for service within the review period. Visual and functional testing was performed and found an inoperable dso sensor. The dso sensor was replaced to correct the issue. The device then passed all functional tests.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a downstream occlusion (dso) failure. No patient involvement reported.